Event description:
Caller alleged imprecision with inratio. Results as follows: 2006: first test inr = 4.8, second test inr = 4.3. 2006, inratio = 3.0. Dose was held. 2006, lab = 6.9. Patient restarted coumadin.

Manufacturer narrative:
Inratio precision data provided by end-user lot 050782. 2006: first test inr = 4.8, second test inr = 4.3. Mean = 4.55; sd = 0.35; %cv = 7.77%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. 2006, inratio = 3.0. Dose was held. 2006, lab = 6.9. Patient restarted coumadin. The comparison between lab and inratio was > 3 hours. Per tr 150, the comparison considered invalid.